Event description:
It was reported that when the g7 shell was hammered in, the surgeons noticed that the screw connection on the impactor had loosened or a suspension developed and the force could not be transmitted. No patient impact reported. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: 010000704 g7 bonemaster ltd acet shl 54f lot number 7253370. Report source: switzerland. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product or images were provided. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01646. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.